Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A doctor reported that an ophthalmic gas regulator valve would not turn in either direction. Procedure details and patient involvement information is unknown. Additional information has been requested. Additional information was received confirming that this issue prevented two procedures from being performed as the regulator valve would not deliver gas. It was confirmed that this did not cause impact to any patient.

Manufacturer narrative:
The regulator sample was received by the manufacturer for evaluation. A visual assessment of the returned sample showed no obvious abnormality. The on/off knob was found to be stuck, confirming the reported event. The knob was then removed and checked with a wrench. The knob was found to have been jammed in the open position. The knob was then reattached and found to be functioning as intended. Per the manufacturer ¿the knob was found to be jammed due to customer misuse.¿ a review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the device. The product was manufactured on march 20, 2014. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this product. Based on quality assurance assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the jammed knob caused by customer misuse. Trends for this type of report will continue to be monitored. (B)(4).